Manufacturer narrative:
Per the user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level described as "high"; cause was not known. A system check was performed and no issues were identified. The customer reported to have disconnected the infusion set tubing at the cartridge connection which is off-label. Tandem technical support instructed the customer to always disconnect at the site. A correction bolus was delivered to address bg.